Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cuff lock engagement issue was confirmed during the evaluation of (B)(6). The pump was returned with the mini cuff used for troubleshooting during the implant. Both locking arms on the cuff lock were visibly bent and the lock would not fully engage with the returned mini cuff. The yellow indicators remained visible after pushing the lock in as far as it would go, as was reported. Further examination of the cuff lock after cleaning noted that locking arms were bent inward near the handle and outward near the tips, resulting in a stretched or straighten appearance. Examination of the cleaned mini cuff found no anomalies that would have contributed to an incomplete engagement with the cuff lock. The cuff lock was reassembled and found to slide without difficulty. The lock could not be forced into the fully-locked position without an apical cuff seated within it. The returned mini cuff was then placed into the lock but the lock stopped sliding before engaging. Without applying force, the natural stopping point left the yellow indicators fully visible and the locking pin on the latch arm did not reach the slot on the cover plate. Review of the manufacturing documentation for (B)(6) found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The evaluation could not conclusively determine when or how the locking arms on the returned pump became bent. The deformation of the two locking arms prevented the lock from fully engaging and would have contributed to the reported bleeding, which occurred when the yellow indicators were still visible. Incidental findings: during visual inspection, multiples scratches were noted on the sides of the rotor base and the rotor well. Several pock mark-like scratches were also observed on the rotor shroud. These scratches appeared to be cosmetic in nature. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but not yet provided.

Event description:
It was reported that the apex core and standard apical cuff were fully attached to the apex with 12 pledgeted mattress sutures. When the surgeon inserted the pump, he could not get the lock to fully engage. There was a slight amount of yellow line visible and there was bleeding around the pump. The pump was removed, sutures and core/apex inspected, trabeculae removed and everything appeared appropriate. He attempted to reinsert and lock the pump at least 6 times, without success. He did not use any excess force to engage the lock in any attempt. There was an unused mini cuff in the field, which they tried to engage with the pump but again could not fully engage the locking mechanism. It was decided that it would be necessary to open a new pump and this would be considered an out of box failure. The new pump was primed and the same mini cuff that would not engage in the previous pump, engaged easily. The surgeon then placed the new pump in the original cuff and it lock in the apical cuff without any issue. The remainder of the implant was uneventful. Of note, the surgeon who was performing the implant was very experienced and had implanted dozens of hm3 pumps.